Event description:
It was reported that removal difficulties were encountered. The target lesion was located in a coronary artery. A 5.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, removal difficulties were encountered. The balloon was deflated prior to removal and the device was removed intact from the patient. The procedure was completed successfully and no patient complications nor injuries reported.